Manufacturer narrative:
Occupation: non-healthcare professional. Patient and device code: no information regarding the event has been provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
H6 (device code): appropriate term/code not available for device tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Unknown if the reported partially collapsed ivc, abdominal pain, leg swelling, chest pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the "ivcf review" report dated 24feb2019: findings: the patient's ivcf is a cook gunther-tulip retrievable ivc filter, deployed at the level of the renal veins at the l1-2 level. The filter is tilted laterally with the apex of the filter contacting, and likely embedded in, the lateral caval wall above the level of the renal veins. All 4 primary filter struts perforate the wall of the ivc, with the anterior struts impinging on overlying bowel. No strut fractures or missing components. Cannot evaluate for caval thrombosis, wall thickening or filter embedment without IV contrast. No pericaval hemorrhage".

Event description:
Per death certificated, dated (B)(6) 2016, "immediate cause of death, acute myocardial infarction. Date of death, (B)(6) 2016".

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to deep vein thrombosis (dvt) with myotonic dystrophy on the ventilation. Patient alleges vena cava perforation, partially collapsed ivc, chronic abdominal pain, leg swelling, chest pain. The patient has been reported to have expired on (B)(6) 2016, without further details. Per CT abdomen and pelvis, dated (B)(6) 2016, "low volume ivc likely due to hypovolemia. Findings concerning for perforation of the ivc wall by at least 2 of the filter legs, unchanged." Per CT abdomen and pelvis, dated (B)(6) 2016, "ivc filter is noted with the struts noted outside the vessel."

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.